Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipgs became inoperable due to patient stopped charging. Surgical intervention may be pending to address the issues.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.